Event description:
Sherlock stopped working mid peripherally inserted central catheter (PICC) line procedure. The device indicated that the patient was in ventricular fibrillation (v-fib) and was not capturing correct heart rate and rhythm. Other vs monitoring devices used at the time showed no irregularities at the time. The team member stopped procedure and got a new device to continue with PICC insertion. This caused a delay in care.